Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an x-ray revealed a possible lead fracture. The svc was turned off and the remainder of the lead is still in use.

Manufacturer narrative:
Concomitant medical products: product ID: d354vrg, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined superior vena cava (svc) impedance. The lead remains in use. No patient complications have been reported as a result of this event.